Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, the instrument on the universal surgical manipulator (usm) 4 moved in an opposite direction. The customer tried different instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) suggested removing the instrument from usm#4 and reseating the sterile adapter. The customer had undocked usm#4 and redocked it. After reseating the sterile adapter on the usm#4, the system was functioning normally. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Isi tse suggested removing the instrument from the usm#4 and reseating the sterile adapter. The site had undocked the usm#4 and redocked it. After reseating the sterile adapter on usm#4, the system was functioning normally. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause can be attributed to an improper customer setup on the usm#4. The issue was resolved by reseating the sterile adapter on the usm#4 and there were no subsequent failures reported by customer.